Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink continu-flo solution sets were leaking out of the port just below the roller clamp. The sets had been connected to the patients when the leaks were discovered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to f10/h6: health effect - impact codes (1). Additional information: d4: expiration date (update the null value to "n/a"), h4, h6 (replace codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photo sample and did not identify any abnormalities that could have contributed to leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.